Event description:
It was reported that an ilet user experienced abnormal insulin consumption, with a cartridge that typically lasts two days depleting in approximately 24 hours, concurrent with elevated blood glucose readings up to 401 mg/dl and high glucose alerts; the agent explained that the automated algorithm increases correction dosing during sustained hyperglycemia, which can accelerate insulin use, and discussed potential infusion site issues such as a bent cannula or poor absorption despite no occlusion alert. Symptoms included hyperglycemia. Outcomes included no injury, no hospitalization, and resolution of supplies after the user changed the infusion set and cartridge. Investigation included review of pump reports with the caller and education on responding to persistent high glucose alerts, along with recommended troubleshooting by disconnecting and priming tubing to verify flow from the cartridge connector to isolate a site or cartridge issue. Investigation of this case revealed no device alarms or confirmed device malfunction, with the working hypothesis focusing on infusion site or absorption issues as a potential cause of sustained hyperglycemia and increased automated insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.